Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the hanger assembly was contaminated. It was noted the red and black battery wires were pinched (insulation not compromised). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the main lead connectors were worn. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.